Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage. The blood glucose at the time of the incident was 105 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.